Event description:
The pt claimed that the ok button required multiple presses for the pump to respond and it was sticking. The pt indicated that there were no problems with the other buttons. The pt stated the pump has not been exposed to moisture and the rubber keypad is intact.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was intermittently responding to all of the keypad buttons, the keypad was lifted from the base, and there was adhesive/contamination found under the button contacts.